Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1964 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the rn attempted to place midline catheter. It was stated that the rn removed the introducer needle, inserted the dilator/introducer sheath and attempted to remove the wire but it was stuck. The rn pulled on the wire and the end broke off inside the patient. The rn placed a tourniquet at top of arm and notified physician. It was stated that the rn did not try to remove the wire when the needle was in place. On 8/1/2019- additional information reported stated, "the patient was sent to the hospital and cleared and no negative out comes were had. The guidewire was frayed."